Event description:
It was reported that the insulin pump had keypad issues. The customer did not know the blood glucose reading but estimated that it was around the mid- to upper - 100 mg/dl range. The customer stated that the up arrow button was difficult to press. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent up button response due to a flattened button dome switch. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.